Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle was dull requiring more force than necessary to puncture the vessel wall. Patient was in discomfort during procedure, and when clinician went to advance, it would not so she stopped and retracted. The wire became unraveled. The patient was not harmed.